Event description:
Clinical patient/der: states patient revised for metal on metal disease, osteolysis, loosening of stem/sleeve, metallosis, discolored tissue and fluid.

Manufacturer narrative:
The devices associated with this report were still not returned. A previous review of the device history records revealed no related manufacturing deviations or anomalies. Medical records were obtained. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-11954. This report, 1818910-2012-06429, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-11954.